Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures. Visual examination of the provided pictures confirms that the trunnion on the humeral tray has fractured and was retained in the humeral stem. The humeral tray shows significant scratching on the underside; however, it is unknown if this occurred during extraction or after the tray fractured. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right shoulder arthroplasty on an unknown date. Subsequently, the patient is revised due to instability and fracture of the humeral tray component. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown glenoid baseplate, unknown; unknown glenosphere, unknown; unknown humeral stem, unknown; unknown humeral bearing, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03866, 0001825034-2019-03867, 0001825034-2019-03868, 0001825034-2019-03884. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's right shoulder is indicated for revision due to unknown reason on an unknown date. Attempts were made to gain information, however no additional information was made available.